Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain the device lot number, concomitant device, and other relevant information. However, neither the device specific lot number was provided nor was the concomitant product returned. Thus, a complaint investigation could not be performed. The reported, guide wire stuck difficulty could not be confirmed. By design, the outer diameter of the stylet that is placed in the guidewire lumen is 0.38mm (0.015 inch), which is higher than the outer diameter of the recommended guidewire i.e. 0.014 inch. As reported, the mozec catheter was stuck over the guidewire while being inserted in the half way, which suggest the device was not subjected to any inflation/deflation. Thus deformation of the inner lumen is unlikely to happen which could contribute to the reported incident. However, if there is any damage in the guidewire, which may happen during the clinical procedure due to any torque applied to the guidewire, may results into such reported incident. The guide wire used in the clinical procedure was not returned. Therefore, the reported balloon catheter stuck over the guidewire appears to be related to guidewire/circumstances of the procedure. However, a conclusive cause for the reported incident, and the relationship to the product, if any, cannot be determined. (B)(4).

Event description:
The physician reported that, a mozec balloon (unknown size and type) while being inserted into patient over boston scientific guidewire viz. "Marvel" became stuck on wire about half way over the wire length inside the patient requiring removal of wire and balloon together. The device was successfully removed from the patient as a single unit. The procedure was successfully completed with another guidewire and device of a different type. No patient injury was reported. The device was stored and handled as per the IFU. There was no damage noted to the packaging of the device. The device was removed from the packaging without any difficulty and no excessive force was used during this. The device was prepped according to IFU. There was no anomaly noted during and after the device was prepped. There was no excessive force applied on the device while inserting over the guidewire.